Manufacturer narrative:
The main component of the system and other applicable components are:: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 350 mcg/day) via an implantable pump for intractable spasticity and familial spastic paraparesis. The hcp suspected that a pocket fill occurred in early september 2016 when her co-worker refilled the patients pump because shortly after the patient developed sudden symptoms of sedation, hypotension, sleepiness, and confusion, following patient exhibiting these symptoms, the intrathecal dose was decreased, the hypotension and confusion improved. The patient was still somewhat sedated and approximately 1 week ago, the patient developed increased spasticity and on this report date, patient was itching. The patient was in radiology for a computed tomography (CT) catheter access port dye study and the radiologist was unable to aspirate fluid from the catheter access port. The hcp was questioning whether they possible did a pocket fill. Her coworker also noticed a volume discrepancy where the actual residual volume (arv) was less than the expected residual volume (erv). The hcp thought the discrepancy was within specification, at the time of this report, the hcp did not have the documented volumes. It was noted that the patient was on his way to the clinic and the hcp was to see the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.